Event description:
It was reported that the health care professional (hcp) requested a review of a stored ventricular tachycardia (vt) episode for this right ventricular (rv) lead originally implanted in the his bundle. Technical services (ts) provided a review of the report and noted that two distinct rv morphologies could be seen, negative 1st component appeared rv and the more positive component appeared farfield right atrial signal or bundle his signal. Additionally, a review of the presenting noted the rv lead exhibited high capture thresholds and loss of his bundle capture. Ts discussed that the vt episode appeared to be rv lead oversensing of the ra or some junctional rhythm. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.